Event description:
The customer reported being hospitalized for low blood glucose of 30 mg/dl. The customer was found unconscious in his car by the police. Troubleshooting was performed and the programming in the insulin pump was accurate. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.